Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy while pulling in the implant the rope ruptured. The surgeon switched to the transfix technique. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. Update 02-jun-2020: further information was provided that the change to a different fixation technique had extended the surgery by 1.5 hours.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the loop of the white suture construct had broken at the button, leaving a 6.4 mm fragment through the button and allowing for the remainder of the white line of suture to break free from the ar-1588rt overall construct. The observed condition is consistent with the event description, particularly the mention of the suture breaking while the surgeon was pulling on the device. The most likely cause for the intra-operative suture failure is user applied mechanical forces during use, leading to the breakage observed during inspection.